Event description:
It was reported that shortly after this implantable cardioverter defibrillator (ICD) was implanted, it exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed the noise was likely electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.